Manufacturer narrative:
B3 date of event is estimated. Replacement columns are sent as accessories and are not returned for analysis.

Event description:
It was reported that the patient's unit was displaying a system error. The patient also reported that they were not getting enough oxygen leading to heaviness in their chest. Replacement columns were sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.